Manufacturer narrative:
The investigation for the yellow luer leak was completed. Only the data logs were returned for investigation. Based on the review, no high purge pressure events occurred on the day of the reported alarms. The sidearm and the pump were not returned for investigation. However, the clinical information was sufficient in determining the root cause, given the results of prior failure investigations. It was concluded that the cause of the purge leak was sidearm yellow luer damage due to sodium bicarbonate use. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 39 year-old female with an impella 5.5 device for mechanical circulatory support as a bridge to transplant. It was reported that there was a yellow luer leak. During this time, there were high purge pressure and purge system blocked alarms. A purge bypass was performed. Bicarbonate was being used in the purge. There was no patient harm reported.